Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins felt hot at times. The patient was able to move the ins in the pocket. Impedances were checked and each check provided different electrodes being out-of-range (oor). The healthcare professional (hcp) was made aware and asked the patient to follow up with them in two months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the patient started to experience the ins getting hot in (B)(6) 2017. No further information was available until the patient's follow visit in two months.